Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-04922. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to stable angina and a positive stress test. A 7f non-bsc 4.0 guide catheter was used to access the left main coronary artery. A 50-60% narrowing of the proximal portion of the left anterior descending coronary artery (lad) that was previously stented was observed. Minimum lumen area was 3.2mm (squared). There is a smooth 50% narrowing in the mid portion. The proximal lesion was treated with placement of 2.5x18mm and 3.0x23mm non-bsc drug eluting stents. The ostium of the lad was slightly underexpanded and was post dilated with a 3.25x20mm nc quantum apex balloon at 20atm resulting in timi-3 flow, no residual stenosis and no dissection. Second, there was an eccentric 75% narrowing in the second obtuse marginal artery (om2) with a 50-60% long area of hazy narrowing in the mid portion. The vessel was crossed with mild difficulty using a 0.014" x 180cm forte floppy wire. A 1.5x12mm non-bsc balloon was used to predilate the lesion at 12atm. Angiography revealed immediate recoil. A 2.25x12mm taxus liberte atom stent was advanced and deployed at this location at 12atm. Angiography revealed slight underexpansion in the mid portion of the stent. This was post dilated with a 2.0x8mm nc quantum apex balloon at 20atm resulting in no residual stenosis, timi-3 flow and no dissection. The patient was discharged 2 days later on aspirin and plavix. (B)(6) 2011: the patient presented due to shortness of breath on exertion and a stress test positive for ischemia with poor exercise tolerance. He was diagnosed with copd exacerbation. Additionally, cardiac catheterization revealed a 90% proximal edge restenosis of the previously placed taxus liberte atom stent in the obtuse marginal. The stent was patent except for this edge stenosis. A 0.014" x 300cm forte floppy wire was advanced with mild difficulty. A 2.0x8mm non-bsc balloon was placed across the lesion and inflated to 10atm reducing the stenosis to 50%. Then a 2.25x8mm ion stent was advanced and deployed at the site at 20atm. Final angiographic views showed no residual stenosis, timi-3 flow and no dissection. Intravascular ultrasound passed distally due to significant step down confirmed no edge dissection and that the stent was well apposed. During the same procedure, an eccentric 60-70% stenosed lesion in the proximal to mid right coronary artery rca was treated with 2 non-bsc drug eluting stents. The patient was hospitalized for a total of 4 days and was discharged on aspirin and plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).